Event description:
It was reported that multiple different locations were attempted during right ventricular (rv) lead implant, but it was difficult to achieve a spot with good sensing. Later, the patient presented with chest pain and shortness of breath (sob). Implantable cardioverter defibrillator (ICD) checks showed the rv lead working normally, and measurements were within normal range. X-ray imaging and an echocardiogram were also performed, and the echocardiogram suggests possible micro perforation. No lead adjustments have yet been made. No additional adverse patient effects were reported.